Manufacturer narrative:
One device was received for evaluation. The customer reported that the knife was blocked. The knife is trapped and contained within the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning can also reduce difficulty activating the knife. When the device was activated in the generator a re-grasp alarm was given. The device alarmed because the knife being trapped was causing a short between the jaws. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device had component and alarm issues. The device would not cut, and the jaws would not close. A regrasp alarm would occur when activated. There was no patient involvement. Initial investigation of the returned sample found the jaws would not open or close due to the blocked knife trapped within the jaws.